Event description:
Same case as 6000093-2006-02329. It was reported by the pt that post a coronary drug eluting stenting treatment procedure, a thrombosis and heart attack occurred. According to the customer he had 2 taxus express2 drug-eluting stents placed 9 months prior to developing "a heart attack because the stents got a blood clot." A healthcare professional put in another taxus express2 at that time, "over original stents which were 100% blocked." Healthcare professional had discontinued the plavix "2 weeks before my heart attack" but re-started it after the heart attack and told customer that he would be on it indefinitely. No add'l pt complications were reported. Attempts to obtain add'l info from the healthcare facility have been unsuccessful.

Manufacturer narrative:
The cause of the difficulties stated in the complaint could not be determined. The delivery device was disposed and the stent remained in the pt. Therefore no analysis could be performed. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined.